Event description:
IV medication placed in IV bag by putting needle into port. When withdrawing the needle, after adding the medication, the port ruptured and come off allowing small amount of medication to leak out. Bag was not functional and solution needed to be transferred to another bag.